Manufacturer narrative:
The report is filed october 19, 2015.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The patient was treated with antibiotics (type and duration not reported) and pain killers (type and duration not reported). The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.